Event description:
Patient underwent an open reduction internal fixation (orif) rt metacarpal - mioshft transverse procedure. Reportedly, there was much difficulty threading in the threaded drill guides into the 2.0mm lcp plate 6 holes. The reduction and plating was successful, 2.0mm cortex screws were used instead of 2.0 locking screws because of guides. The procedure was delayed by 10 minutes because of this event. This is report 4 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.